Event description:
It was reported that the battery gauge was fluctuating, resulting in the pump shutting off. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter, resulting in the pump shutting off. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter. There was no adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. No wall adapter was received for investigation therefore no evaluation could be performed for the wall adapter allegation.